Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced widening qrs as a precursor to ventricular tachycardia (vt) to ventricular fibrillation (vf). Vf was treated unsuccessfully with direct current (dc), and percutaneous cardiopulmonary support (pcps) was introduced. The report indicated that during ablation with varipulse¿ bi-directional catheter, the qrs width became wider than during sr at times, but the issue was resolved after some time, and the procedure was continued. During post mapping, the patient developed vt to vf. Vf did not terminate with direct current (dc), and percutaneous cardiopulmonary support (pcps) was introduced, the patient's hemodynamics were stable when the patient left the room. No extended hospitalization was noted. No abnormalities observed prior/during use of the product. Additional information was received on (B)(6) 2026. The physician considered that the event in which the qrs width became wider during the ablation was a precursor to vt and vf. The patient remained connected to extracorporeal membrane oxygenation (ECMO). The physician's opinions on the relationship between the event and the product was that it was not specifically caused by the varipulse¿ bi-directional catheter, but that a spasm potentially induced by the pulse field. Additional information was received on (B)(6) 2026. The patient was stabilized with pcps. The outcome of the adverse event was improved. Additional information was received on (B)(6) 2026. The outcome of the adverse event was on postoperative day 1, ECMO had not been weaned. The current patient status is unclear.